Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 131 mg/dl, and the meter bg reading was 51 mg/dl. Customer delivered insulin based on the cgm bg reading which resulted in a low bg (51 mg/dl). Customer went to the emergency room (ER) and was treated with a glucose drip. After a few hours, customer left the ER in stable condition. Bg was 137 mg/dl. A root cause could not be determined. A replacement sensor was sent to the customer.